Event description:
It was reported that the patient was implanted with an allofit alloclassic shell 54/jj (date not reported). On an unknown date, the presence of large cyst compressing the femoral vein was detected. Due to the presence of the cyst, the patient had to undergo revision surgery on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the affected device, and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. Once more information is received, an updated report will be submitted. Zimmer reference number (B)(4).